Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anastomosis of esophagus in a esophagectomy, the device had incomplete staple line. Surgeon converted the procedure into an open procedure and did manual suturing. Surgical time extended 30 minutes or more due to the product problem. New anastomosis was created.